Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a touchscreen malfunction. The touchscreen failed controls testing. There was no patient involvement at the time the issue was discovered. A touchscreen replacement was ordered by the customer.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. D4 - product UDI number is corrected.